Event description:
Catastrophic failure of medtronic paradigm minimed insulin pump, serial number (B)(4), leading to uncontrolled delivery of massive doses of insulin to the patient. The patient suffered sustained and profound hypoglycemia between 37 and 60 for several hours. FDA safety report ID# (B)(4).